Event description:
I have contracted acanthamoeba and it has been isolated to my contacts and/or solution. Complete multi-purpose solution lot #aj026599, exp 10/2013, 502500 and the lens are biofinity exp 06/2016, lot 6137550119; next box, because they are different strength lot # 6137572815, exp 05/2016. Emergency department treatment received. (B)(6). Manufacturer website url: www.yourhealthyeyes.com. (B)(4). Purchase date: (B)(6) 2012. (B)(4).